Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensors kept triggering threshold suspend, and the calibrations were off. Customer's blood glucose and sensor glucose at time of incident was unknown. Customer's blood glucose at time of call was 71 mg/dl, sensor glucose was 58 mg/dl. Customer was unable to complete troubleshooting. Customer wanted assistance with turning off the threshold suspend. Customer will not be returning the sensor for analysis.